Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: e1 (facility name). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: huang y, lin d, shangguan s, lin f. Complications and risk factors after internal fixation of femoral neck fractures in young and middle-aged patients. Eur j trauma emerg surg. 2025 oct 28;51(1):304. Doi: 10.1007/s00068-025-02991-8. Pmid: 41148339. Objective/methods/study data: this retrospective case-control study evaluated postoperative complications and risk factors in young and middle-aged adults with femoral neck fractures. Between september 2019 and march 2022, a total of 380 patients who underwent internal fixation for femoral neck fractures were included in the study. Divided into two groups: fns group (n=193). 92 male and 101 female. With the mean age 34.61±12.55, ccs group (n=187). 96 male, 91 female. With the mean age 34.97±13.00. Minimum follow-up of 24 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes femoral neck system (fns). Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 1). -one case of two years post fns for a right femoral neck fracture, presented with frontal and lateral hip radiographs revealing a deformed femoral head and the characteristic ¿crescent sign¿ (a curved, low-density band over the femoral head. Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 1). -one case who underwent fns internal fixation for a left femoral neck fracture showed persistent fracture lines in both the anteroposterior and lateral views of the hip joint on x-ray at nine months postoperatively. Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 37). -fifteen patient with femoral head necrosis. Intervention: not provided. -eighteen had neck shortening. Intervention: not provided. -three patient with nonunion. Intervention: not provided. -one had internal fixation failure. Intervention: not provided.